Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, concern with the product.

Event description:
Healthcare professional reported "concern with the product" and "capsular contracture, baker grade IV" against left device. The device remains implanted.

Event description:
The device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on posterior, crease fold, wear abrasion, white calcification outer device and in the fill channel. Leak test and microscopic analysis was performed which identified, striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage.